Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Additional information received from litigation on (B)(6) 2017. Added catalog and lot numbers.

Event description:
Allegedly, patient revised to due to femoral stem fracture (neck). (Right).